Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a 2.75 x 23 xience stent was implanted in the proximal rca. Additionally, a 3.5 x 12 xience stent was implanted in the proximal lad; however, a plaque shift occured in the proximal lad, which was treated with a 3.0 x 12 xience stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to plaque shift include, lesion characteristics, pre- dilation, device size, and technique. Embolism of plaque and the need for additional non-surgical treatment are listed in the xience risk assessment (ram) as potential pt effects of coronary stenting, embolism is also noted in the product IFU as a known adverse event associated with coronary stenting. The plaque shift was successfully treated with the placement of another stent; however, a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.